Manufacturer narrative:
Received one 60-6010-003 in opened original packaging. Lot number was verified. Performed a visual inspection of the device, there is fluid present in the handle as well as corrosion by the wire connectors. Performed a functional inspection using the esu 7550 (c8406), the complaint could not be replicated. The device functioned as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 7 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; if during suction/ irrigation a leak is noted at the instrument connection, make sure that instrument is properly seated into the handle and the nut is fully tightened. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of the facility that the 60-6010-003, universal plus straight button hand piece, auto-activated during a procedure on (B)(6) 2019. A request for additional information has been made, however to date, no new information has been provided. This report is being raised based on device malfunction with potential for injury upon reoccurrence.